Event description:
It was reported that a patient developed a hernia coincident with automated peritoneal dialysis (pd) therapy. The location or the cause of the hernia was not reported. The hernia was not discovered until after the patient¿s subsequent death. Two days prior to death, the patient was hospitalized with an admitting diagnosis of rectal bleeding. The rectal bleeding was caused by a ruptured hernia and another indication. Treatment for the event was not reported. Subsequently, the patient died reportedly due to other indications. The patient was not performing pd therapy at the time of death. On an unreported date approximately two months prior to death, dianeal therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient developed a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.